Event description:
An endurant ii limb was intended to be implanted in the endovascular treatment of a 112mm ruptured aaa. It was reported that the device was kinked out of package and was not introduced into the patient. The kink was located at the beginning of the graft cover. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the device returned with the external slider in the home position. A slight gap was observed between the graft cover tip and the taper tip. Numerous kinks were observed on the strain relief and the graft cover possibly due to folding of the device in the return kit. Twisting and deformation of the material was visible along the mid-section of the graft cover. There was no damage evident to the taper tip. The complaint was confirmed as kink and deformation in-vitro based on the analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.